Manufacturer narrative:
Citation: urena, marina, et al. 'Causes and predictors of mortality after transcatheter mitral valve implantation in patients with severe mitral annulus calcification.' Catheterization and cardiovascular interventions (2021). This is one of seven manufacturer reports being submitted for this article. The implanted valve model and size is unknown. Possible valves used: edwards sapien xt transcatheter heart valve - PMA p130009 or edwards sapien 3 transcatheter heart valve - PMA p140031. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter heart valve replacement (thvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien xt and sapien 3 transcatheter heart valve are indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt and sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) do not instruct the operator how to position the valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. With the limited information provided, the exact cause of the malposition and subsequent pvl is unknown but may be related to the mechanisms above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Through review of the european article: 'causes and predictors of mortality after transcatheter mitral valve implantation in patients with severe mitral annulus calcification', nine patients were identified needing a second valve after implantation of either a sapien 3 or sapien xt valve in their native mitral valve. Most were due to malposition of the first valve, resulting in significant paravalvular leak. Five of the events were previously captured (one prior to the sapien 3 valve's approval the us, others reference MFR report nos: 2015691-2015-02220, 2015691-2016-00682, 2015691-2017-00216, and 2015691-2019-00314). This report is to capture the remaining four patients.

Manufacturer narrative:
Please reference related manufacturer report nos: 2015691-2021-05458, 2015691-2021-05451, 2015691-2021-05452, 2015691-2021-05453, 2015691-2021-05454, and 2015691-2021-05456.